Manufacturer narrative:
(B)(6). Occupation: medication safety coordinator.

Event description:
Information was received indicating that a smiths medical medfusion pump constantly said "occlusion". The event occurred in the cardiac acute care unit (cacu) and there was no reported adverse event.